Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 05/06/2024, it was reported that the patient was feeling weak and sweaty, and eventually fell and lost consciousness. The patient¿s daughter tested her bg meter reading, and it was between 384-394 mg/dl. The patient could not recall her last known cgm value, however, a cgm inaccuracy was alleged. The patient¿s daughter called ems. Ems arrived and provided the patient with insulin; the patient stated she could not recall if they did another bg meter reading on her. The patient was transported to the ER. At the ER, the patient had an MRI and CT scan done. The patient was discharged home the following day on (B)(6) 2024. At discharge, the patient¿s bg meter reading was 160 mg/dl. The patient was feeling better at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.